Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n217002, implanted: (B)(6) 2009, product type: adapter. Product ID: 3998, lot# j0401872v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
The consumer and a manufacturer representative reported there was a communication problem. It was reported the stimulator was implanted in (B)(6) 2009 and the patient has been doing better since then so they had not been charging on a daily or weekly basis. When the patient pressed the white button "it is fine" and shows them the "activity sign" but when the press the "green button" to turn it on they get a "flashing shadow". It was reported it "looks like" it might be charging their implant but is not sure because it is an "ood screen". When using the implantable neurostimulator recharger (insr) the reposition antenna screen was displayed. It then told them "the status of their belt". It was reported the screen was showing the information screen with an "I in it and then a circle with tail and then a blank screen". This had been occurring for "about a week". The last time the patient recharged their device was "about a month" prior to (B)(6) 2014. It was reported that the patient usually keeps their device on 24/7 and was feeling better so they did not recharge. The patient was unable to communicate with the patient programmer or insr. An antenna locate was performed which resulted in a power on reset (por) message on the implantable neurostimulator recharger (insr) which then lead to the normal recharging screen. An over-discharge was suspected. It was noted that the last time the patient felt stimulation was 2-6 months prior to (B)(6) 2014. The patient had not used their device since (B)(6) 2013 or (B)(6) 2014. The manufacturer representative was able to charge the patient's device for half an hour and then clear the por using the clinician programmer. The patient could feel the stimulation but wanted it adjusted. After the recovery the consumer reported that they were very diligent with recharging. However, the stimulator was not completely maintaining the charge. The battery stopped again and would not take a charge. The battery was dead despite them charging it. It was noted that the stimulator had helped them and allowed the patient to work. The patient was indicated for other non-malignant pain and radicular pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient ins was "died" previously on (B)(6) 2014. It was indicated that the ins was needed to be revived by a manufacturer representative to get it going, indicating that device was on over discharged state. No further complications were reported as a result of this event.